Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 280 mg/dl. During troubleshooting, the customer removed the infusion set and found the cannula was bent but it still gave a no delivery during prime. The customer stated that the insulin was slightly cloudy but not expired. She was not able to run fixed prime and insulin did not exit with manual prime either. She was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. She also mentioned having a bump at the site and would call the doctor for advice. The reservoir will not be returned for analysis.